Event description:
It was reported that this male patient's right shoulder was revised. Painful arthrex anchors were removed from previous surgery. Exactech tray, liner and torque screw were removed and replaced. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): tray. Liner.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (d1) brand name: equinoxe torque screw.